Event description:
Funeral home returned the device with "no pt info available." Hcp stated that they did not sign the death certificate but that the death was unrelated to the device. The state vital statistics office was contacted regarding cause of death. No info was given.